Manufacturer narrative:
The exact "date of event" and "patient identifier" have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges charger was "shooting" flames when it was plugged in.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges charger was "shooting" flames when it was plugged in.

Manufacturer narrative:
The charger was returned and evaluated. There was no evidence of fire. Iec connector was dislodged from the pcb of the charger.

Event description:
Alleges charger was "shooting flames" when it was plugged in.